Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited functional undersensing following a premature ventricular contraction (pvc). According to technical services (ts) analysis, a timing interaction after the pvc led to an undetected ventricular event and subsequent pacing, which appeared to trigger a rhythm consistent with ventricular tachycardia/ventricular fibrillation (vt/vf). The rhythm was successfully resolved after shock therapy delivery. Two similar episodes with non-sustained ventricular tachycardia (nsvt) events were recorded. This device was subsequently reprogrammed. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.